Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed and physically damaged. A field service engineer replaced the cable to the scanner as needed, tested functionality by performing an inventory and scanning medications, and observed no issues. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner made noise but did not register a scan. Customer stated that suspected to have sustained physical damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.